Event description:
The customer reported that the system's collimator would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wire in the c-arm that supplied the collimator power was broken. Power was recovered when the broken section of wire was bypassed. The system was tested and found to be working as intended and put back into service.